Manufacturer narrative:
E1 - last name-(B)(6). The device was returned to olympus for inspection and the reported failure for no image was confirmed. However, the reported failure for snow effect was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: incompatible scope e315(scope error unsupported scope) occurred, c-cover had foreign objects based on the investigation results, the malfunction was most likely caused by corrosion on the plug unit, which led to an incompatible scope condition and generated error e315 (unsupported scope). The complaint was attributed to a component failure; however, the root cause of the snow effect could not be definitively determined. Additionally, while foreign material was found on the c-cover, its relationship to the reported malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported no image and snow effect during inspection for use involving an olympus gastrointestinal videoscope. There was no patient involvement.